Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump had a blank display. The blood glucose reading was 400 mg/dl. The insulin pump had not been dropped or bumped. The battery cap contact seemed to have a mark at the positive terminal. The battery compartment and spring were not damaged or corroded. The display did return with a new battery and the customer was advised to monitor the insulin pump and was sent a new battery cap. The insulin pump was not replaced or returned for analysis.